Event description:
Additional information from the fr indicates that the patient was brought into the clinic for a follow up. The physician performed a non-invasive programmed stimulation (nips) procedure and no issues were identified at that time. The patient will resume his normal latitude monitoring schedule. No adverse patient effects were reported.

Manufacturer narrative:
As of today, available information indicates that this lead remains in service. No additional information is available. Should additional information become available, this report will be updated.

Event description:
Boston scientific crm received information via a latitude red alert that this right ventricular (rv) lead displayed low, out of range shock impedances. Technical services (ts) discussed troubleshooting ideas with the local field representative (fr). An attempt to obtain additional information has been made. No adverse patient effects have been reported.